Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and log review revealed recurring errors c-82, c-83, m-02, 1-71 and c-71 throughout m and june 2026. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue. Erbe log showed error c-00.the complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, or staff contacted technical support engineer (tse) during procedure setup to report that the integrated electrosurgical unit [iesu] was displaying activation error c-83. The system had already been restarted prior to the call with no change. Tse walked the caller through power cycling the erbe, after which the reported issue was resolved and the site proceeded with setup. The error subsequently returned, and technical support had the caller power off the iesu and remove the external foot pedals. The site was advised that the issue could return and was informed that the erbe could be bypassed using a force triad generator and an energy activation cable. The site continued with setup and was instructed to call back if the issue returned. The site called back again and reported that the generator continued to fault. The site was also unable to locate the energy activation cable needed to use the force triad as a bypass, and the site converted to laparoscopy as a result. A subsequent call was received in which the site reported that the energy activation cable had been located and requested guidance on how to connect it. Technical support advised the caller on the proper cable connections. The procedure was completing as planned with no reported injury.